Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history record review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 64186ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 64186ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for patient samples. The following data was provided (customer¿s reference range cutoff < 15.6 pg/ml for women and < 34.2 pg/ml for men): (B)(6) 2024 sample ID (B)(6) initial result = 1198.3 pg/ml, repeat results = 2.4 pg/ml, 2.5 pg/ml. Same patient, new sample obtained and result for sample ID (B)(6) = 3.8 pg/ml. Patient 2 initial result = 361.7 pg/ml, repeat result = 1.8 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6), (B)(6) section e1 - phone number complete entry = (B)(6) all available patient information was included. Additional patient details are not available. Note: this report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for patient samples. The following data was provided (customer¿s reference range cutoff < 15.6 pg/ml for women and < 34.2 pg/ml for men): 04jul2024 sample ID (B)(6) initial result = 1198.3 pg/ml, repeat results = 2.4 pg/ml, 2.5 pg/ml same patient, new sample obtained and result for sample ID (B)(6) = 3.8 pg/ml patient 2 initial result = 361.7 pg/ml, repeat result = 1.8 pg/ml no impact to patient management was reported.